Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of peritonitis and not feeling well in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date in 2011, the peritoneal effluent inside the drain bag was dirty and cloudy and the patient was taken to the emergency room. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient was treated with vancomycin (dose and frequency not reported). In (B)(6) 2011, the patient was discharged from the hospital and was recovering. In (B)(6) 2011, the patient was not feeling well and the patient was readmitted to the hospital. Treatment was not reported. In (B)(6) 2011, the patient was discharged from the hospital. The outcome for the event not feeling well was not reported. Dianeal therapy was ongoing. An opinion of casuality for peritonitis and not feeling well were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.